Manufacturer narrative:
Mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The lock was stuck, and the evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning also required. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00458. A facility reported that the mayfield infinity skull clamp (a1114) is difficult to lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.